Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was tip damage. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the coronary artery. After implanting a non-bsc stent, a 2.50mm x15mm nc emerge balloon catheter was advanced for post dilatation. However, when the physician was about to dilate the implanted stent, the device became stuck with the stent edge. The devices were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the coronary artery. After implanting a non-bsc stent, a 2.50mm x15mm nc emerge® balloon catheter was advanced for post dilatation. However, when the physician was about to dilate the implanted stent, the device became stuck with the stent edge. The devices were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.